Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing was not able to reproduce the issue. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the site completed a em case and switched to an optical case (without shutting down the system between) and when they got into register patient their touchscreen became unresponsive. The mouse would intermittently work but take a few clicks to process. The site deleted patient images, reloaded it, and the mouse worked normally. The system was rebooted after the case and the touchscreen also worked normally. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. It was reported that the user loaded over 20 exams. However, the logs provided no additional insight into the reported issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.